Manufacturer narrative:
Retainer ring: black. Insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No pump error 37 alarms noted during testing. Moisture damage was found on the electronic assembly and force sensor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm twice. Customer stated that they were able to clear the alarm. Customer stated that insulin pump was able to rewind. Customer assisted with self test and insulin pump passed the test. No harm requiring medical intervention was reported. The device will be returned for analysis.